Manufacturer narrative:
Other, other text: one cadd legacy pump was returned to evaluated to report of a no disposable alarm. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A functional and visual test was performed to investigate the reported issue. Customer's reported problem was confirmed. The pump was found to be displaying "no disposable" alarm message with an administration cassette attached when a "stop/start" button was pressed. The upstream occlusion sensor was replaced to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy plus pump produced a no disposable alarm. No patient injury or complications were reported in relation to this event.